Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump was beeping and had a crack. The customer¿s blood glucose level was unknown at the time of the incident. Customer was at swimming while the issue occurred. Customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare professional. The insulin pump will be returned for analysis.